Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were hospitalized about six months due to high blood glucose but did not have a better date with blood glucose of over 600 mg/dl. Customer was in emergency room. The customer did experienced the symptoms such as nausea and vomiting. The customer was treated by bolus with pump. Troubleshooting was declined for high blood glucose. Customer states the insulin pump had recurring no delivery alarm and buttons were harder to press. The insulin pump will not be returned for analysis.